Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The previous device, implanted in (B)(6) 2019, was removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The device was replaced due to fluid loss. The source of the fluid leak was not specified.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The previous device, implanted in (B)(6) 2019, was removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The device was replaced due to fluid loss. The source of the fluid leak was not specified.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis identified a leak in the body of cylinder 1; however, based on the determination that this damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The pump, reservoir and cylinder 2 all performed within specifications. Product analysis did not identify a device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.